Event description:
According to the reporter, during retraction of the large bowel in laparoscopic nephrectomy, a slight power was applied on retraction, and the tip of the articulated part of the device was broken. The parts of the broken part fell into the patient's cavity. A surgical endoscope was used to check the inside cavity for about an hour and a half, assemble the damaged parts, and check the damaged part under visual inspection. Then one doctor out of three admitted to close the cavity, and the cavity was closed after that. It was unknown whether the parts were all retrieved or not. The retrieved parts will be returned and it was reported that a check whether all the parts were retrieved was requested. The procedure was completed with another device. The surgical time was extended by less than thirty minutes.

Manufacturer narrative:
Patient code - c64343 (surgical endoscope) post market vigilance (pmv) led an evaluation of one device. Clevis fixture was broken on both sides of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retraction of the large bowel in laparoscopic nephrectomy, a slight power was applied on retraction, and the tip of the articulated part of the device was broken. The parts of the broken part fell into the patient's cavity. A surgical endoscope was used to check the inside cavity for about an hour and a half, assemble the damaged parts, and check the damaged part under visual inspection. Then one doctor out of three admitted closing the cavity, and the cavity was closed after that. It was unknown whether the parts were all retrieved or not. The retrieved parts will be returned, and it was reported that a check whether all the parts were retrieved was requested. The parts of the broken part will be returned together with the reported product. The procedure was completed with another device. There was no patient injury.